Event description:
It was reported that the right ventricular (rv) lead have been watched for quite some time with dropping and rising impedances together with an increase in threshold. It was also reported that the right atrium (ra) lead impedances were trending downwards. Therefore, the rv and ra leads were capped and replaced with new leads. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.